Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cap con unknown grade manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast augmentation primary with unknown saline prosthesis, patient experienced bilateral capsular contracture unknown grade post operation. As a result, patient underwent bilateral replacements as follow: l/cat#: 3504251bc, sn#: (B)(4), r/ cat#: 3504251bc, sn#: (B)(4) on (B)(6), 2021. This report relates to the right prosthesis. Please see the 2nd complication in manufacturer report number: 1645337-2021-09954.